Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of below 40mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from emergency medical technicians with administering intravenous glucose and customer removed the pump. Additionally, the customer consumed glucose tablets or drank juice. The customer resumed insulin delivery on the pump.